Event description:
It was reported that the left ventricular (lv) lead had high thresholds and the patient suffered from cardiac decompensation. The patient¿s hospital stay was prolonged and the lv lead remains in use. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.